Event description:
Patient had surgery and it was reported on february 2013 that he was experiencing edema.on (B)(6) 2013, information was received that patient was scheduled for corneal transplantation for (B)(6) 2013.

Manufacturer narrative:
It was originally reported that account used tip serial (B)(4); however this product is not serialized. The account also reported another tip, a34493. Only one tip can be used at a time with a handpiece and therefore this correction identify the suspect product as ''unknown'' as the account cannot properly identify which tip was used with which patient as they had the 2 tips available. Both lot numbers with manufacturing date and expiration date are provided below. A19831 - with mfg date 1-jun-2012 and expiration date of 30-jun-2015. A34493 - with mfg date 31-jul-2012 and expiration date of 31-jul-2015. The manufacturer report number should have been 3006695864.

Manufacturer narrative:
Evaluation: conclusion - product has not been evaluated since it has not been received. Surgeon believe that the reason of the complications is not product related.note: all pertinent information available to abbott medical optics at the time of this report has been submitted. (B)(4): placeholder.